Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main control switch would not allow energy output selection. The complainant indicated that there was no patient involvement in the reported failure.